Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump separated from its connector and clip during a hike, was subsequently lost and later found damaged, and the user¿s blood glucose rose to 450 mg/dl while the infusion set remained on the body and the user transitioned to insulin pens. Symptoms included hyperglycemia with shaking, nausea, and near emesis, without confirmed ketones and without hospitalization. Outcomes included transient disruption of insulin delivery and the need for device replacement while the user managed glucose by injection. Investigation included collection of lot and serial information and a request for return of the damaged device, connector, and infusion set for analysis. Investigation of this case revealed external device damage consistent with an impact event following unintended disconnection from the connector and clip, resulting in loss of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was device damage from external forces with a probable mechanical disengagement of the pump from the connector and clip.